Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Additionally, it was reported that the cartridge was leaking at the septum. There was no impact to customer¿s blood glucose. Reportedly, the cartridge was changed to address the issue.